Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that the other night they felt like they had pain in their low abdomen/low pelvic area like a stinging/shocking pain. Patient stated they no longer feel the pain. Reviewed therapy expectations. The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked about the steps taken to resolve the issue they stated that they had pain across the lower pelvic region that was a shocking pain. It would last 5-10 minutes. They had called in and were redirected to their hcp so they notified the nurse practitioner on (B)(6) 2024 and said that their feelings usually subsided with time. They would reach out to the manufacturing representative (rep) and ask them to call the patient in 2 weeks to check on it. The issue had not yet been resolved. They still had some sensations again on (B)(6) 2024.